Event description:
Inview in office a1c kit with a value of 8.3, lab value of 6.9. The office test is being used to adjust treatment. In the elderly, this could be a potential error and adjusting therapy could lead to a significant hypoglycemic event.